Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was having dyskinesias and uncontrolled movements since the day prior to the report. The patient was at multiple stores and was concerned that the implantable neurostimulator (ins) might have been turned off. The reporter was thus trying to use the patient programmer on the day of the report to check the ins. However, the reporter was unable to adjust stimulation. The reporter used the programmer and pushed the orange key repeatedly, but it showed ¿patient alert screen¿ and ¿sync ins and programmer¿ screen. The reporter replaced the programmer batteries and tried to sync, but it was not successful. The programmer powered on, but when the reporter pressed the orange key the screen did not change and it showed ¿sync now.¿ the reporter confirmed the programmer was over the ins and the issue started on the day of the report. The reporter was also getting the poor communication screen. Upon return of the programmer, analysis found the telemetry board corroded. C300. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 64002, lot# n268810, implanted: (B)(6) 2010, product type adapter; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot# v119496, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot# v141065, implanted: (B)(6) 2008, product type lead. (B)(4).